Event description:
Boston scientific was notified that during a procedure when the transend ex .014"/205 soft tip guide wire was passed through a tracker excel-14 microcatheter and tried repositioning the guidewire, it broke into two pieces. Had to withdraw all in order to be able to withdraw the other segment of the guidewire that was more at the distal point. No complications with the pt were reported as a result of this event.